Manufacturer narrative:
(B)(4). Date sent: 5/19/2021. This is a analysis for a set of images submitted to ethicon endo surgery for evaluation. Images: the images provided by the customer are those of two harh instruments inside the sterile package. The sterile package was damage at the one of corners. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. It should be noted product failure is multifactorial. No conclusion could be reached as to how this issue occurred through photo analysis. As part of ethicon endo surgery quality process all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance.

Manufacturer narrative:
(B)(4). Date sent: 5/13/2021. Investigation summary: the product was returned to ethicon endo surgery for evaluation. Visual inspection was conducted on the returned device. The device was returned sealed inside its original packaging. Upon visual inspection, it was observed that the blister from the packaging was damaged; it was noted to be broken and still adhered to the tyvek. It should be noted that product failure is multifactorial. Due to the damages found on the blister, a possible cause for this condition is due to improper handling during transit or storage; it appears that the package hit a hard surface and this caused the reported event. The reported complaint was confirmed. All ees product is 100% inspected prior to release. The information you provided is compiled monitored and reviewed on a routine basis for any associated trends. As part of ethicon endo surgery quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance.

Manufacturer narrative:
(B)(4). Batch #: v94009. A manufacturing record evaluation was performed for the finished device and the manufacturing criteria were met prior to the release of this lot/batch.

Event description:
It was reported that pre op to an unknown procedure the plastic at the corner of the sterile packaging is cracked and broken. Plus the tyvek paper on top has peeled away from the plastic. The product is no longer sterile.